Event description:
His meter was reading with a decimal. He did not understand that the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assitance. The meter is to be returned for evaluation, and a replacement meter will be sent.